Event description:
Guide wire assisted f.o.l nasal fiberoptic intubation via guide wire placed retrogradly through cricothyroid membrane and retrieved from mouth. Jacques catheter placed nasally and retrieved from mouth. Wire fed through catheter and retrieved nasally. Catheter removed, wire now placed via cricothyroid membrane to nose. Fiberoptic laryngoscope fed down wire. Cords identified. No problems in feeding wire. When attempting to remove scope from the wire there was resistance. Wire could not be moved proximally or distally. Part of fractured wire retrieved. Wire was deliberately cut at nasal end to free scope. The wire guide was surgically removed.